Manufacturer narrative:
Hemolysis: the pump was repositioned and there were no more hemolysis related issues noted. The data logs show placement signal (ps)low alarms that were accurately triggered and a ventricular appearing ps around the 26th and 27th. These alarms resolve for the reminder of the case. 5s parameters are stable. Based on the clinical details and data log analysis, the root cause of the hemolysis is most likely related to improper positioning. Positioning issues: due to limited clinical details provided, the root cause of how the pump was not in optimal position cannot fully be determined.

Event description:
The complainant had a impella 5.5 pump support ongoing for the patient admitted in with known disease and awaiting transplant. During the support there were multiple ¿placement signal low¿ alarms overnight and labs returned hemolyzed. Abiomed representative advised medical staff to evaluate position under echo and evaluate for hemolysis. The medical doctor acknowledged input but did not proceed with imaging or additional evaluation. The following day the device again had multiple placement signal low alarms, and saw increased creatinine from 1.3 to 1.8, ldh bump to 1300, and hemoglobin without red blood cells on urinalysis. The medical doctor elected to reposition pump under echo with final depth 4.6cm across aortic valve. The patient remained in stable condition and survived.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿